Manufacturer narrative:
A kink was noted in the exposed portion of the soft cannula. It is unclear when the kink occurred. No timeouts or drive stalls were present in the downloaded data. During the fluid path test, fluid was able to flow passed the kink and out of the distal tip of the soft cannula. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
.It was reported that the patient's blood glucose (bg) levels reached 33.3 mmol/l (599.4 mg/dl) while wearing the pod on the leg between 4 and 24 hours. Hyperglycemia treated by applying a new pod and bolus 3.7 units.